Manufacturer narrative:
510k: this report is for an unknown plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date the patient underwent an open reduction internal fixation (orif) for the fibula with a syndesmotic repair using the fibulink. The procedure was completed in 85 minutes. There were no complications postoperatively, the patient has minimal pain at two months with swelling which is typical for her trauma. She is going to start to work out of the cam boot. The wound healed in a duration of eight (8) weeks. No further information is available. This report is for one (1) unknown plate. This is report 1 of 3 for (B)(4).